Event description:
It was reported that the patient's new oral regimen for pain management was more effective. There were no issues with pump function. The new physician was using methadone regimen with good success. The patient was in a wheelchair. The prialt, dilaudid and clonidine regimens were not as effects as oral methadone. The device system was explanted on 2015-(B)(6). The device had saline in at the time of report. Saline had bee in the pump for 2 months. The patient's status at the time of report was "alive-no injury."

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the pump was administering normal saline with concentration 0.3 mg/ml at a simple continuous dose rate of 0.02003 mg/day as of (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The pump was returned marked for disposal only.

Manufacturer narrative:
Evaluation of implantable pump (B)(4) revealed no anomalies. The returned pump passed all functional testing in the lab. If information is provided in the future, a supplemental report will be issued.